Event description:
The facility representative reported an ipump with a condition of "calibration check". Baxter quality engineering determined this condition to be an upstream occlusion error. This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).a service history review was performed and revealed the reported condition is related to one previous reported problem for this pump of a calibration issue.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a needed calibration was confirmed and reproduced during product evaluation. This condition was due to an out of calibration upstream occlusion sensor. The sensor was recalibrated to fix the reported condition. If additional information is acquired, a follow-up will be submitted.